Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: breast augmentation. According to the reporter: pt had a rapid dehiscence and grew out pseudomonas. Pt has an infection. No other info was given.